Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure is user error; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 10/10/2022, it was reported by a sales representative via email that an ar-8925ss syndesmosis tightrope xp suture broke during the final tensioning and the button was loose. Surgeon cut out the button and used a new ar-8925ss syndesmosis tightrope xp to complete the case without further issue. This was discovered during a syndesmosis fixation procedure on (B)(6) 2022.